Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, a sureform 60 stapler instrument misfired with a blue sureform 60 reload installed. The surgeon explained that tissue kept pushing out of the stapler which caused a deformed staple line, bowel tissue injury, and bleeding. The surgeon had to redo the staple line and used a vessel sealer instrument to address some of the bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the blue sureform 60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. An additional observation not reported by the customer was the knife of the reload was found with an indentation to the blade edge. The root cause is attributed to the user. The most common causes of an exposed reload component are typically attributed to the user. An example is firing across a staple line or other obstructions. Isi has also received sureform 60 stapler instrument (part #480460-09, lot #l11221007) associated with this complaint and completed investigations. The stapler instrument was used at the site on (B)(6) 2022 using system (B)(4).the logs showed 1 firing failure due to high torque. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issue on a test sheet. Staple formation was proper. No I-beam damage was observed. On (B)(6) 2022, an advanced system log review was conducted by an isi failure analysis engineer (fae). The logs show sureform 60 stapler instrument (part #480460-09, lot #l11221007-0492) was installed on the system 4 times and fired 4 reloads, all blue. All 4 installs engaged successfully. On the 1st install there was a completed clamp and completed unclamp prior to the first firing. There were also 2-3 pauses for compression on the first two firings. On the 4th install, firing was attempted, but failed at 98% after about 46 seconds. The logs indicate a firing failure. There were no other errors in the logs related to this instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision procedure, a sureform 60 stapler instrument with a blue reload installed, misfired and caused a bowel tissue injury and bleeding. As a result, the surgeon had to re-do the staple line and address the bleeding with a vessel sealer instrument.